Manufacturer narrative:
No frozen screen, audio or beep anomaly or button error alarm noted. Device time or clock moved. Device had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked lcd keypad connector noted. Device had moisture damage on motor, electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 164 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to the screen froze while trying to restart the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.